Event description:
A 10ml bd syringe was discovered to have a small amount of foreign substance on the black end of the plunger, within the chamber of the syringe. The substance appears to be a type of lubricant and is clear to whitish. The substance adheres to the inside of the syringe chamber. This was noted by a pharmacy tech during a routine compounding procedure. No other syringes were noted to have the substance. It is uncertain from what lot or batch of syringes this might have originated. An alert was distributed hosp-wide to increase vigilance in inspecting syringes prior to use.